Manufacturer narrative:
No product was returned for evaluation. Data uploads from the ilet were not completed after 5/31/24, prior to the presumed event date; cgm glucose data were therefore not available to confirm the event, and ilet performance during the event could not be evaluated. No product performance issues can be identified. If the product is received at a later date, or the ilet data is uploaded, the complaint will be reopened and investigated accordingly. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on review of the case notes, this hyperglycemic event was likely caused by the user failing to maintain the device to ensure continuous insulin delivery by not replacing their infusion set, insulin cartridge and cgm sensor when required. However, this cannot be confirmed without device data from the reported event date.

Event description:
On 6/4/24 a beta bionics clinical support specialist (css) was notified by an ilet user's mother that the user experienced a high blood glucose (bg) event resulting in diabetic ketoacidosis (dka) and hospitalization. The event occurred on 6/3/24. The user's mother reported that the user had been admitted to the local ER for vomiting and dka due to running out of insulin and not placing a new infusion set site on themselves for 8 hours. The user also did not put on a new dexcom continuous glucose monitor (cgm) after it expired and was taken to the ER for nausea and vomiting. On 06/06/2024 a beta bionics customer care agent followed up with the mother regarding the hospitalization. The user's mother reported that the user had been having great results with the pump but was taken to the hospital for abdominal pain and vomiting, not specifically for dka. The user had been off the ilet from (B)(6) 2024 at 5:00 pm to 6/3/24 at 5:00 am because they forgot to reconnect it after running out of insulin and needing a new sensor. On 6/3/24 at 10:00 am, the user experienced abdominal pain and vomiting, prompting a trip to the ER. The user was admitted and diagnosed with an early stage of dka, remaining in the hospital from (B)(6) 2024. The user was treated with 28 units of lantus. The user planned to resume using the ilet on (B)(6) 2024.